Manufacturer narrative:
Date rec'd by MFR: 31jul2019. It was confirmed that the unit declared an error 1102 (primary alarm failure). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 27aug2019. The fse replaced the speaker, instead of the power switch overlay, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 26jul2019. Date of report: 31jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019.

Event description:
It was reported that the unit had an unknown alarm failure. The device was in use at the time of the event; however, there was no patient harm.